Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that they had multiple issues on the catheter during procedure. They had difficulties inserting the guidewire into the catheter. During procedure, they then first observed a spline inversion. They were able to remove the catheter but had difficulty undeploying and removing the guidewire. Additionally, they noted the device was not irrigating well. The catheter was replaced, and procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it was disposed by customer.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.